Event description:
Information received that the trendelenburg was not working. No injury reported.

Manufacturer narrative:
Technician inspected the bed; no problem found with unit. Operating properly, passed inspection.